Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. (B)(4).

Event description:
This right atrial (ra) lead was surgically explanted due to dislodgement and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This lead was received for analysis intact, not severed. Visual inspection noted that the helix mechanism returned in an extended position with no abnormalities. Dried blood was noted in the helix housing and tip region. The lead passed electrical testing. Laboratory analysis and field report were unable to confirm the reported clinical observation of dislodgement, the lead tip appeared normal. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this (ra) lead was surgically explanted due to dislodgement. This lead was returned and analyzed. No additional adverse patient effects were reported.